Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had keypad anomaly and was experiencing high blood glucose levels. The customer¿s blood glucose level was 421mg/dl at the time of incident and will treat with manual injection. The customer was assisted with trouble shooting and confirmed time is advancing. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to unlocked lcd keypad connector. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. No button error alarm was noted. The insulin pump had a cracked battery tube threads, cracked reservoir tube lip, cracked reservoir belt clip slot, minor scratched display window, missing end cap sticker, stained address label and stained serial number label.